Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during planned /non-emergency coronary treatment. The procedure was cancelled before use however, the completion details was not provided to philips. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not emit x-rays. The reported issue persisted even after the customer performed soft and hard reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that system failed the footswitch io post test. The footswitch screws were broken off from the retaining plate and tape was being used to retain the connectors. The connectors were loosed which caused the connection problem. The footswitch worked when the connectors were fully seated. To resolve the issue, the fse replaced the d-sub pin set unc and affixed the foot pedal to the base. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.